Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass after 4 firings were successful, they loaded the device with the 5th reload. After loading, the shipping wedge was removed and the jaws function was checked. When closing the jaws, maximum resistance value was shown. The release button was noted to not be in the proper position. The reload was removed from the adapter once and then connected again. However, the same result. The release button was not able to be moved. Another 60 amt reload was opened and connected to the adapter. The shipping wedge was attached at the time. Then, loading completion was indicated, however, the release button was not in the proper position again. They removed the reload once and loaded it again. The release button was seemed to be in the proper position and loading completion was indicated. Surgeon closed the jaws, then, tried to open the jaws, but could not. They stopped using the device and opened a manual handle to continue the procedure. The nurse removed the adapter from the handle with the reload attached and loaded it again as a trial. However, connecting error was shown. Green buttons on the both side were pressed for more than 10 seconds and the device was rebooted. However, the device did not work. The nurse removed the adapter and reload again, but the same result. Manual adapter tool was used to remove the reload. There was resistance in rotating. Clamp cover did not move.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed damage to the firing nut compromising calibration position. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage to the firing nut is consistent with excessive torque that can be achieved with the manual retract tool. Damage to the firing nut prevented proper calibration of the adapter and caused the motor current limit to be exceeded during firing .should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.